Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the posterior femoral augment block precoat, package included only a screw. An augment was found to be missing during a knee revision procedure. There was no reported delay in surgery and surgery was completed with another device.

Manufacturer narrative:
The subcomponent screw and outer carton box was returned and from the returned product it¿s unable to confirm whether the how the implant is missing. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends